Manufacturer narrative:
Patient identifier: (B)(6). Lot number, expiration date, manufacture date: updated. Model number corrected from 10418 to 10394.

Event description:
Respond edge study it was reported that the patient developed an atrial ventricle(av) block. Procedure summary: the patient had a moderately calcified native valve. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Event description: one (1) day post index procedure, the subject developed 2nd degree atrial ventricle block. The event was treated medically and the patient was discharged. Four (4) days later the 2nd degree av-block was considered recovered.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that the patient developed an atrial ventricle(av) block. Procedure summary: the patient had a moderately calcified native valve. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Event description: one (1) day post index procedure, the subject developed 2nd degree atrial ventricle block. The event was treated medically and the patient was discharged. Four (4) days later the 2nd degree av-block was considered recovered.